Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found reservoir no leakage anomaly when removing the plunger, performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was leak at o-ring and location of the leak was bottom of reservoir. The customer¿s blood glucose level was 121 mg/dl. The customer stated that when they was removing the plunger that time the bottom came out of the reservoir. The reservoir will be returned for analysis.